Event description:
Philips received a complaint on the heartstart xl+ indicating that there was a therapy failure inop. The device use is unknown at the time of the event, however, there was reportedly no patient harm. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was (B)(6) 2017. The end of life (eol) is scheduled globally to end (B)(6) 2022, where the end of support (eos) period will then begin. As troubleshooting was not completed for the device, the reported issue could not be verified and a cause could not be established. The customer was made aware of the end of life terms and the device remains at the customer site. No further action is required at this time.

Manufacturer narrative:
Device is end of life / end of support.